Manufacturer narrative:
(B)(4). Non-healthcare professional: attorney. (B)(4).

Event description:
The patient was revised to address pain, adverse local tissue reaction and metallosis in their hip. Upon revision brown fluid and brownish black-appearing synovial tissue was present in the hip. Update: litigation alleges lack of mobility. Ppf alleges metal wear and metallosis and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address metallosis with adverse local tissue reaction of right total hip arthroplasty. Doi: (B)(6) 2006, dor: oct 16, 2013, (right hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.